Event description:
The consumer reported receiving burns from the humidifier. She stated she tilted it slightly which caused boiling water to pour on her chest and stomach. The instructions for the unit state to always use on a firm level surface to prevent the tilting of the unit.